Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. No code available was used in section to represent surgical intervention. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block av requiring pacemaker implantation. During the procedure, the patient developed heart block av. A temporary pacemaker was implanted. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.